Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge, and it would take longer to charge. It was also stated that the patient was not using the ipg often thus felt more pain. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.